Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00560. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence concurrently with a hysterectomy. It was reported that following insertion the patient experienced chronic pelvic pain, mesh erosion, recurrence of urinary stress incontinence, urinary retention, vaginal pain, abdominal pain, left leg pain, pain with sexual intercourse, bleeding, chronic urinary tract infection, anxiety and depression, vaginal pressure, urinary leakage, lack of bladder control, urinary urgency, urinary retention, difficulty to go the store to shop for groceries, inability to push a grocery cart, inability to push a lawnmower, inability to be intimate with husband, constant sensation that something is stuck in vagina, mesh extrusion and erosion of vaginal walls, vaginal bacterial infections. It was reported that the patient underwent a laparoscopic trachelectomy, lysis of adhesions, replacement of mid urethral sling on (B)(6) 2011. It was reported that the patient underwent a cystoscopy on (B)(6) 2013. It was reported that the patient underwent excision of eroded material from sling in left lateral sulcus on 03/04/13. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with diagnostic laparoscopy, operative laparoscopy, cystoscopy.